Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility fully charged the battery for 12 hours and still could not complete the battery test. The unit displayed a 'battery has exceeded 2 years of service life' message.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery was discharging at a very fast rate and would only last about five minutes. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.